Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 4.00x20mm veriflex stent delivery system (sds) was prepped and inserted into an unspecified artery just above the knee. The stent delivery balloon was inflated to 14atms and then deflated; however, the physician was unable to see the stent under fluoroscopy. The physician checked the back table and the stent was found laying on the table inside of the stylet. The procedure was successfully completed with a different device with no patient complications reported. The patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with the stent detached from the delivery balloon and stored in a plastic container. An examination of the delivery balloon found that the balloon had been inflated and was not refolded. An examination of the stent found that the stent did not appear to have been deployed. The stent was pinched closed and damaged at one end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 4.00x20mm veriflex stent delivery system (sds) was prepped and inserted into an unspecified artery just above the knee. The stent delivery balloon was inflated to 14atms and then deflated; however, the physician was unable to see the stent under fluoroscopy. The physician checked the back table and the stent was found laying on the table inside of the stylet. The procedure was successfully completed with a different device with no patient complications reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).